Event description:
Noticed two nickel size blood spots on an active pt. Upon further inspection, the nurse noticed that the catheter was disconnected from the hub. The doctor removed the catheter with forceps.